Event description:
Dr was doing a left shoulder arthroscopy and using the serfas energy 90-s max 4.0mm ref lot# 08298ae2 and the end of the device came off during the case, not in the patient. It stopped working during the case and was removed from the pt, then noted that it was off. It was removed from the sterile field. The same product, different lot# lost the tip in a patient just three days prior that had to be retrieved via radiology assistance. That event has been reported.